Manufacturer narrative:
Insertion tool could not be removed from dental implant. The implant needed to be explanted. The implant chambers were severely deformed during insertion and removal. The damage pattern indicates high applied torques and thus overloading. The mechanical overload was caused by user. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Insertion tool could not be removed from dental implant. The implant needed to explanted.